Event description:
It was rported that (1) device was used during a laparscopic cholecystectomy. It was reported by the affiliate that the er420 clip malformed. Another clip applier was used to complete the case. There was no consequence to the patient. The device was discarded.